Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that updated x-rays were taken on (B)(6) 2024. The leads had not migrated since the updated x-ray was taken in february. The left lead was at the bottom of t4 and right lead at the top of t5. The cause of the impedance issue was unknown. Reprogramming was performed on (B)(6) 2024. It is unknown if issue has resolved. The information has been confirmed with the physician and account.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported they were receiving 'settings not available, cannot provide your desired intensity settings' when trying to turn on stimulation. Agent asked, patient confirmed they were unable to change the group they were on, and that their implant was probably at about 60% charge, but the message would come up all the time. The issue started probably 2-3 weeks ago. The patient was redirected to their healthcare provider to further address the issue. It was reported the patient was stretching over a ball and after that they began receiving error message on remote, stimulation settings cannot be provided at desired intensity level. The manufacturer representative (rep) met with the patient on (B)(6) 2024 and assessed device. There was high impedance on the left lead and a lead issue. The rep reprogrammed off of the left lead. The rep spoke with the healthcare provider (hcp) and they stated the patient was to schedule an appointment to take an updated x-ray of leads. The patient also experienced a return of pain and had stimulation in incorrect location. The issue was ongoing.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024: product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 05-dec-2026, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 08-sep-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep via email. Cause is unknown. Rep reprogrammed device to program only using right lead to avoid impedance. Unknown if the issue is resolved. Doctor would like patient to schedule an appointment with the office so that an x-ray may be taken to see if leads have shifted/migrated. Patient's weight was asked but unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.